Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 1 and 4 hours. It was noted that the patient was unsure if the cannula inserted properly into the infusion site and was bent . Hyperglycemia treated by administering a manual injection and applying a new pod.

Manufacturer narrative:
No damages or defects were found along the fluid path that would that would indicate the cannula was not inserted properly. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be deployed incorrectly or not inserted properly. It cannot be conclusively determined if the cannula was not inserted properly. No bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.